Manufacturer narrative:
Product ID: 8840 lot# serial# unknown, product type programmer, physician product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an "8503 physician bolus in progress" message on their patient therapy monitor (ptm). The patient had a refill done on (B)(6) 2013 and the health care provider (hcp) called the patient back the next day, stating they made a mistake that had something to do with the morphine, because the hcp said, the patient could have had an overdose. The patient saw the hcp on the date of this report and the pump was reprogrammed. Then when the patient was trying to get her first bolus since that visit, she was getting the error message. The patient thought the drug concentration was changed. The patient was going to call their hcp. The pump was delivering morphine and "then another something mixed with it".

Event description:
Additional information received reported that the patient did not have any concerns with the device or therapy.